Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bronchus lobar resectomy on a laparoscopic lobectomy, the stapler was able to fire but there was an incomplete staple line at the central. A manual suturing was done to close the bronchus.